Event description:
Upon inspection of the unit by the service technician, it was identified that the head end of the stretcher could not be raised due to the jack assembly malfunctioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.